Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced a skin reaction to the sensor adhesive on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. The reaction was located on the left abdomen and was described as red, dry and flaky skin. On (B)(6) 2015, patient went to the dermatologist to receive treatment for the rash. Patient stated they were waiting on a new prescription and had seen no improvement in the reaction. Patient treated the affected area with mupirocin, prescribed at an earlier date. At the time of contact, the patient was recovering. No additional event or patient information was provided.